Manufacturer narrative:
Angle sensor.

Event description:
It was reported by service report that the bed had no motor functions and would not calibrate. No patient involvement or adverse consequences are reported.